Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a controller fault alarm and no external power alarms were confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(4)). The log files contained approximately 28.5 days of data combined (24may2023 ¿ 21jun2023 per the timestamp). The log file captured multiple no external power and low voltage hazard alarms throughout the log file due to both power cables being disconnected from external power at the same time; the alarm resolved each time when the controller was reconnected to external power. The system controller backup battery supplied power to the system during the losses of external power. The log file did not capture the driveline being disconnected from the controller before it was exchanged; this is consistent with a controller fault alarm activating and the controller entering backup mode. By design, the system controller does not record events while in backup mode. The alarms noted in the log file did not appear to affect pump operation. The returned system controller was functionally tested in a mock circulatory loop and the controller was found to be functioning as intended. The reported controller fault alarm was not reproduced, and the controller did not switch to backup mode unexpectedly during testing. Provided information indicated that no further alarms were observed while the patient was at the hospital. The root cause of the controller fault alarm and the controller switching to backup mode could not be conclusively determined through this analysis. The root cause of the no external power and low voltage hazard alarm was determined to be a user error in which both power cables were disconnected from external power at the same time. The heartmate ii instructions for use (IFU) and heartmate ii patient handbook explain the various ways to power the heartmate ii lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed, and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate ii system controller was shipped to the customer on 29sep2022. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, controller fault, low voltage hazard, no external power, pump stops. Low speed advisory/hazard and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related pump MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with acute worsening confusion from baseline and new subacute infarct. The patient had 2 pump stop alarms while connected to the power module on a grounded cable. It was noted that the patient had a history of driveline fracture and should have been on a non-grounded cable. It was additionally reported that the system controller had a yellow wrench controller fault alarm. The controller was exchanged. Log files were sent for review and confirmed the pump stop on 21jun2023. Additionally, low voltage and no external power events due to simultaneously disconnecting both power leads were captured. No further alarms occurred during the patent's admission.

Manufacturer narrative:
A4- patient wait requested, information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.